Event description:
As the surgeon was passing the emr2 device behind the right pulmonary vein, he noticed bleeding in the area. He believed there was a nick or slight tear in the right pulmonary vein, but could not tell for sure because it was located behind the heart. The surgeon packed the area with surgicell, which stopped the bleeding. There was no long term patient consequence.

Manufacturer narrative:
No further information has been provided at this time by the account. At this time, the actual lot number of the emr2 device involved is unk. Purchase records were evaluated to determine the most recent purchase of emr2 devices prior to the case. The most recently purchased emr2 lot number was 18876 - expiration date 04/01/2012, manufacture date 04/2009. Evaluation summary - the device involved in the event was not returned for evaluation. A retained sample of the device from a similar lot was evaluated. The sample was evaluated for functionality. There were no issues noted for the functionality of the device. Also, the device history record was reviewed and no anomalies were noted.